Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of external pulse generator (epg)'s atrial and ventricular cable ports were broken. It was determined on analysis that there was a backlight issue with the connector on the main printed circuit board (pcb). The epg was returned unrepaired due to the expiration of its service life. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg)'s atrial and ventricular cable ports were broken. The epg was returned for evaluation and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.